Event description:
A customer reported that their AED will not power on and prompting an " AED error or warning". The customer inserted a test battery and service code 7010 appeared, they performed a mannual self test and the AED looks to be okay. They did not report that this event occurred during patient use.

Manufacturer narrative:
A customer reported that their AED will not power on and prompting an " AED error or warning". Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.